Event description:
Sales rep. Stated the distal tip of the inserter shaft broke off when the anchor was implanted in the joint. This was discovered towards the end of the case. Surgeon looked at the scans from x-ray and could see the inserter, below the joint line. The anchor looked fine. The surgeon decided not to remove the inserter prong(subassembly part # (B)(4)). The surgeon used a 2.9 spade tip drill initially. He inserted two bioraptor knotless anchors (same lot # ) with no problems.

Manufacturer narrative:
The device has not been returned for evaluation. (B)(4).